Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the joystick cable, book and overlay were all worn out and occasionally the chair would lose power and he thinks it's due to a cut/nick in the joystick cable.